Event description:
An a1059 mayfield modified skull clamp was found to have metal powder at the pressure test. It was found during the inspection for incoming goods, therefore, there was no patient contact or patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.